Event description:
It was reported by service report that the foot end was spongy and could move with weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: release handle.